Event description:
It was reported that approximately 5 years and 2 months following the implant of the 26 millimeter (mm) transcatheter bioprosthetic aortic valve structural valve deterioration was identified. A transthoracic echocardiogram (tte) identified an increase in the mean aortic gradient =20 millimeters of mercury (mm hg) from the first echocardiogram performed following the index procedure. Additionally, the mean aortic gradient measured =30mmhg. The left ventricular ejection fraction was estimated at = 35% and <(><<)> 40%. Three days following the tte a valve-in-valve revision was performed. During the valve-in-valve revision a basilica procedure for leaflet modification to the left coronary artery (lca) and right coronary artery (rca) was performed. A non-medtronic 23 mm transcatheter valve was successfully implanted valve-in-valve. None or trivial aortic regurgitation was reported of the non-medtronic transcatheter valve following its implant.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.